Event description:
It was reported that the patient was in the emergency room stating the device had become dislodged and was poking out. X-rays were to be performed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).